Event description:
Reporter alleged obtaining discrepant blood glucose values of 448 mg/dl back to back with a result of 191 mg/dl when testing was performed within 4 minutes on the advantage system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.